Manufacturer narrative:
The lassostar nav catheter product was returned to biosense webster for evaluation. Bwi conducted a visual inspection test of the returned device. Visual analysis of the returned sample revealed that the shaft was observed bent in one area and broken in another area, these damages were observed in the middle of the shaft. The root cause of the shaft broken and bent could be related to the usage of the device during the procedure, however, this cannot be conclusively determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a lassostar nav circular mapping catheter for which biosense webster¿s product analysis lab (pal) identified the shaft broken. Pvi it was impossible to introduce the lassostar nav circular mapping catheter through the inner lumen past a certain point. The lassostar nav circular mapping catheter was snapped in the process of attempting to introduce it. Used a new lassostar. Five minute delay. No patient consequence reported. Additional information was received. A y-adaptor was connected to the heliostar catheter. There was no occlusion when irrigating the heliostar catheter. The sheath / heliostar was not in a deflected state. It was during the preparation of the balloon. No damaged rings. The heliostar catheter did not narrow, did not partially block nor completely blocked. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. The catheter was not pre-shaped. Clarification to the event which was originally reported as ¿snapped¿ was received. The reporter states ¿it was bent¿. The event was assessed as non MDR reportable for a bent tip issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, the shaft was observed bent in one area and broken in another area. The shaft broken was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.